Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. This occurred during use for peritoneal dialysis therapy. It was further reported that the patient "may not have connected the patient line tight enough to the transfer set". Renal therapy services advised the patient to end the therapy session. The patient was retrained on the importance of thoroughly checking all connections prior to commencing peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.